Manufacturer narrative:
The device lot number for the pt's ipg was not provided; therefore, the mfg and expiration dates are unk. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of the re-evaluation of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's (B)(6) scs system consists of a rechargeable ipg and four percutaneous leads. It was reported that the pt's scs system pauses every minute. As such, he is receiving intermittent stimulation. The intervals between the reported pauses are consistent; however, their duration appears to lengthen as the day progresses. Furthermore, it was reported that the pt has previously experienced overstimulation and muscle soreness from use of the scs system. There are no plans for surgical intervention at this time.